Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a supraventricular tachycardia (svt). Therapy exhaustions was noted to occurred. No additional adverse patient effects were reported. This device remains in service.